Event description:
The customer reported the ventilator would not power on via ac power. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power supply to address the reported problem. Performance verification testing was completed and tests passed per operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.